Event description:
The ventilator was connected to the patient. The customer reports the ventilator pressure control "pot" was erratic and caused the ventilator's pressure level drop to zero. The low exp min vol alarm also activated. The ventilator was removed from the patient. There was no patient injury. The customer was sent a "cc" sticker for the return of the defective parts.